Manufacturer narrative:
The sample received was evaluated and observed to have a small burn hole approximately 4 inches from the center of the drape. The DHR was reviewed for lot d162561a and it was noticed that this lot had (B)(4) pcs and it was manufactured on 09/13/16. No defects were reported during quality inspection. This lot was manufactured in combined shifts. Based on the sample and the device history record review, this does not appear to be the result of a personnel, process or material issue. No defects were reported during quality inspection at time of production. Melts, though uncommon, can occur when the warmer is not draped properly, not turned off by using the power button, and/or there is insufficient fluid in the warmer basin, contrary to the operations manual, product labeling, product insert and in-service presentations. Because this appears to be related to misuse by the customer, no actions are being taken at this time.

Event description:
Customer reported a hole in the drape. No patient injury or treatment was reported for the incident.